Manufacturer narrative:
Manufacturer's investigation conclusion: the reported left ventricular assist device (lvad) fault alarm could not be confirmed via evaluation of the submitted log files. The account reported that on (B)(6) 2021, the patient experienced a backup battery fault alarm with a subsequent lvad fault alarm. The patient exchanged the system controller under emergency service surveillance. The submitted system controller event log file contained data from (B)(6) 2021. The file contained backup battery test circuit faults and controller internal fault alarms. The file also recorded a driveline disconnect on (B)(6) 2021 that appeared consistent with the reported controller exchange. The pump appeared to function as intended at the set speed until the disconnection of the driveline. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system alarms, including the left ventricular assist device (lvad) fault advisory, and the recommended actions associated with these events. The heartmate 3 lvas patient handbook is also available. Section 5 entitled "alarms and troubleshooting" outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events. The handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an emergency backup battery fault followed by a left ventricular assist device (lvad) fault. The system controller was exchanged. No additional information was provided.